Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported (B)(6) that patient smelled smoke and observed fumes from the patient electronic unit. The patient electronic unit will be replaced to address the issue.